Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation. Under visual inspection suction connector seems to be without any defect. Then a luer slip syringe was inserted into the connector and crack was observed. Based on the analysis conducted in the samples provided, the returned sample has a crack at the tip of the blue suction connector, this defect can be caused by applying excessive force when connecting the syringe or during the connection of the suction device. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the suctionaid port cracked, making it difficult to aspirate secretions on patients with the potential to cause increased risk in aspiration pneumonia. Occurring in multiple tubes now on the blu select portex suctionaid tube. The event occurred in the hospital while in use with patient and the device was operated by a healthcare professional. The issue was not revolved. There was a need to mark the tubes and highlight the problem and have the whole tube changed when the patient was able to. There was patient involvement and no harm/adverse event reported.

Event description:
It was reported that the suctionaid port cracked, making it difficult to aspirate secretions on patients with the potential to cause increased risk in aspiration pneumonia. Occurring in multiple tubes now on the blu select portex suctionaid tube. The event occurred in the hospital while in use with patient and the device was operated by a healthcare professional. The issue was not resolved. There was a need to mark the tubes and highlight the problem and have the whole tube changed when the patient was able to. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
The following fields were updated with additional information: b5. Describe event or problem: "there was patient involvement and patient harm/adverse event reported." The following fields were updated with corrections: b1. Adverse event/product problem: product problem, adverse event. B2. Outcomes attributed to ae: required intervention. H1. Type of reportable event: serious injury. H6. Impact code: f2301, f1905, f23.